Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 73753 were returned and analyzed. The data file showed at least eight applications were performed with the returned balloon catheter and six applications with a non-returned catheter afapro28 with the same lot number, on the date of the event without any system notices. Another file showed system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ on the date of the event. Visual inspection of catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 8 applications on the event day. The catheter failed the performance test because the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection." Appeared during the integrity test. The dissection test showed kinks on the guide wire lumen at 1.2 inch and at 0.68 inch from the tip of the catheter. Pressure test showed a breach through the kink on the guide wire lumen at 1.2 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a successful cryo ablation procedure, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.